Event description:
A consumer reported that following intraocular lens (iol) implant surgery, that the lens dropped out of position and he is experiencing ghosting vision off to the right and low. He noticed it on the day after the surgery, when the patch was removed. He stated that the surgeon referred him to a retina surgeon and the lens is scheduled to be exchanged on (B)(6) 2013. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint cold not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in the lot. Additional information was requested. A completed questionnaire has not been received.(B)(4).